Event description:
It was reported the patient was having to recharge her ipg more often than usual. The patient has high settings and the intervals for recharging had become more frequent due to the age of the ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.